Event description:
It has been reported that insert could not be implanted as it did not fit with the baseplate. Another one was implanted without any problem. There was no adverse consequence for the pt or delay in surgery or anesthesia time.